Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicm5_12.6. -6.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a longer length lens on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of dipper -6.00 into the patients right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively with a lens of the same model and power, shorter length and the problem was resolved claim#(B)(4).